Manufacturer narrative:
Device evaluation results are: several photograph¿s returned from the site, just after explanting the stent graft, showed a pin gauge (~1mm diameter) having been placed through a likely fabric tear in the bifurcate stent graft. The tear was located on the ipsilateral limb at the level of the contra gate distal stent, near a row of sutures on the medial side. The sutures appeared to have been missing/cut along a ~6mm length. From the examination of the returned devices and clinical information provided, the exact cause of the aaa expansion could not be determined. However, it appears likely that a seam separation near the origin of the bifurcate ipsilateral limb may have been the source of the type iii fabric endoleak observed on the CT just prior to explanting the stent graft, which may have contributed to the aaa expansion. A section of the bifurcate aortic body and proximal limbs were returned. The bifurcate was transected proximally at the aortic body between covered springs 1 and 2, and distally just below the level of the gate. The proximal bifurcate (including the bare springs) and the transected distal ipsilateral limb were not returned. The contralateral limb was returned overlapping 30 mm within the gate, and was also transected distally just below the end of the gate. The distal contra limb was not returned. A 6 mm length seam separation was confirmed along the medial side of the ipsi limb, near the level of the bottom of the contra gate. Several sutures were seen cut or missing along this separated seam; however, the cause of the suture failure could not be determined. No suture hole enlargement was observed and the suture density (# of sutures/cm) appeared normal near the location of the seam separation. In addition, several small fabric punctures or abrasion related holes were also observed on the bifurcate aortic body. However, the holes appeared covered in the ¿as received¿ condition and likely were not clinically significant. No other device integrity issues were seen. Patient anatomy and films were not available, and the in-vivo configuration of the stent graft could not be assessed. In addition, the complete device was not returned thereby limiting the extent of the analysis. It is possible that stent graft angulation or external abrasion (possibly from the adjacent contralateral limb) may have contributed to the suture failure and eventual seam separation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of a 45 mm diameter abdominal aortic aneurysm. It was reported that a possible type iii fabric endoleak from the talent limb stent graft was observed on the follow up CT scan. The aneurysm had enlarged. The patient received treatment. The stent graft was explanted. The event was reportedly resolved. Per the physician, the cause of the type iii fabric endoleak was due to insufficient suture of the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.